Event description:
The customer stated that a medium sized speculum had broken during a procedure. The customer states that the speculum was inserted into a patient and broke during use. When the item broke the patient sustained a cut. There was slight bleeding from the cut, however the patient did not require medical attention. The customer did not provide a patient identifier.

Manufacturer narrative:
Welch allyn is reporting this in an abundance of caution. The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.